Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the safestep was primed before use to the patient, saline solution leaked from the vicinity of the y site. There was no reported patient involvement.

Event description:
It was reported that when the safestep was primed before use to the patient, saline solution leaked from the vicinity of the y site. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of leaks from the safestep infusion set was confirmed, and the cause appeared to be supplier related. One 22g x 3/4¿ safestep infusion set was returned for investigation. The safety mechanism was engaged over the needle tip. What appeared to be saline residue was observed within the luer adaptor. It was reported that a leak was observed when the infusion set was primed. Fluid leaked from the side of the white valve cap during infusion. The white valve cap was microscopically examined and six cracks were observed around the white valve cap. The cracks were wider at the distal end of the cap. When the y-site was pressurized, fluid sprayed from the cracks. It was possible to aspirate air through the cracks. The supplier was notified of this complaint. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.